Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site. It was also noted that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent a revision procedure wherein the ipg was moved from one pocket site to another. The patient was doing well postoperatively.